Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer was unable to remove the o-ring from the pump. Customer's blood glucose level was 164 mg/dl. Reportedly, the customer successfully loaded a cartridge onto the pump and continued to use the pump for insulin therapy.